Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model#: sc-2218-50 serial/lot#: (B)(4) description: linear st lead, 50cm.

Event description:
A report was received that the patient was experiencing inadequate stimulation. It was determined that the impedances of the entire left lead was completely out. It was believed that the patient was not able to get stimulation because the lead was broken. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that the bsn sales representative was not able to confirm that the lead was broken.

Event description:
A report was received that the patient was experiencing inadequate stimulation. It was determined that the impedances of the entire left lead was completely out. It was believed that the patient was not able to get stimulation because the lead was broken. The patient will undergo a revision procedure.

Manufacturer narrative:
A review of the manufacturing documentation for the leads revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient was experiencing inadequate stimulation. It was determined that the impedances of the entire left lead was completely out. It was believed that the patient was not able to get stimulation because the lead was broken. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that no further course of action will be taken at this time.

Event description:
A report was received that the patient was experiencing inadequate stimulation. It was determined that the impedances of the entire left lead was completely out. It was believed that the patient was not able to get stimulation because the lead was broken. The patient will undergo a revision procedure.